Manufacturer narrative:
Batch review performed on (B)(6) 2022: lot 2221819: (B)(4) items manufactured and released on (B)(6) 2022. Expiration date: 2027-03-20. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review. Additional devices involved: batch reviews performed on (B)(6) 2022 pedicle screw 03.50.019 pedicle screw 6x50 (k121115) lot 2223937: (B)(4) items manufactured and released on (B)(6) 2022. Expiration date: 2027-05-15. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review. Pedicle screw 03.50.019 pedicle screw 6x50 (k121115) lot 2127915: (B)(4) items manufactured and released on (B)(6) 2022. Expiration date: 2027-01-11. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review. Clinical evaluation performed by meadacta medical affairs director: 2 level lumbar fixation performed with pedicle screws and (probably) expandable cages from a different manufacturer. After two months, the surgeon clinically assessed the pedicle screw to have lost fixation and purchase in the bone. However, no clinical problems are reported and therefore no surgical action is taken. Progressive loss of fixation of pedicle screws is a possible adverse event following lumbar stabilization, and it does not necessarily end up in clinical problems - fusion may be under way nonetheless. We see no reason to suspect a faulty device at the origin of this complaint.

Event description:
The patient came in for a post-op appointment 2 months after the primary and it was observed from x-rays that there was lost fixation of the pedicle screws. It is unknown if the patient will be revised.

Manufacturer narrative:
On 21-jul-2023 we received information about the date of the revision ((B)(6) 2023). All the devices were removed. The devices are not available.

Event description:
The patient came in for a post-op appointment 2 months after the primary and it was observed from x-rays that there was a loss of fixation of the pedicle screws. The surgeon removed all implants on (B)(6) 2023, 9 months from the primary surgery.